Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Two of the keys worked intermittently. Error was found in the device ehl (event history log). The keypad was replaced for the issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited key stuck alarm. No patient was involved in this event. No adverse effects were reported.